Event description:
It was further reported that the pump was replaced on (B)(6) 2017 with (B)(4). The explanted, faulty pump would be sent back for analysis.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# unknown implanted: explanted: product type catheter analysis identified no anomalies of the pump. Analysis identified damage to the transition tube of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. At a clinical review on (B)(6)2017, the expected reservoir volume (erv) was 19.4 ml, and the actual reservoir volume (arv) was 19.8 ml. The patient did not show any signs of opiate withdrawal. At another clinical review on (B)(6)2017, the patient reported deterioration in pain relief. The device diagnosis was pump under infusion. The event was considered resolved without sequelae on (B)(6)2017. The event resulted in in-patient or prolonged hospitalization. The event was considered to be related to the device/therapy, and not related to the implant procedure. The new pump was interrogated on (B)(6)2017, and no abnormal volumes or further device issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the (B)(6) who received morphine 5mg/ml at a dose of 0.4 mg/day. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was not known. It was reported that during normal use, the patient experienced more pain. When the patient came in for a refill there were pump volume discrepancies with the amount expected verses aspirated. On (B)(6) the expected volume was 4.3ml and 13.9 ml was aspirated. On (B)(6) the expected was 17.5ml and they aspirated 19.4ml. On (B)(6) they expected 14.4ml and aspirated 17.9ml. As reported there were no environmental, external, or patient factors that may have led or contributed to the event. Diagnostic testing and troubleshooting was referred to the refill dates. No actions or interventions were taken at this time. At the time of the report the issue was unresolved and the pump remained implanted and in-service surgical intervention was to occur to replace the pump. At the time of the report, the patient¿s status was then reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# 0206843484 serial# implanted: 2013(B)(6)explanted: 2017-(B)(6) product type catheter section references the main component of the system. Other relevant devices are: product ID: 8781, serial/lot #: (B)(4) ubd: 2015-(B)(6) UDI#: (B)(4) due to imdrf harmonization, previously submitted device code c62805, method codes 26, 37, and 38, and conclusion code 71 no longer apply to this event. Conclusion code 67 applies to the pump; conclusion code 4315 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.